Event description:
Reporter alleged obtaining discrepant blood glucose values of lo(less than 10 mg/dl) back to back with a result of 128 mg/dl when testing was performed 2 minutes apart on the active s system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.